Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 45-70 mg/dl. Low bg causes were not known. The customer's wife provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer was disoriented due to the low bg events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.